Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed along the infusion set tubing. Reportedly, the customer did not use room temperature insulin or perform the cartridge air removal steps. Tandem technical support educated the customer that regarding the air removal step and cold insulin. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction bolus via the pump. Customer changed the cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge.